Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined brown sediment was found inside an amnia cassette. This was found during setup of the device. The home patient reported that they ran water through one of the cassettes to "test" it and they saw brown sediment in the lines. There was patient involvement. No additional information is available.